Event description:
It was reported that the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (hip/buttocks), causing the cannula to dislodge. When removed from the infusion site, the pod's cannula was found bent, the adhesive was wet, and the patient could smell the insulin. As treatment, a new pod was applied.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported dislodged cannula and bent cannula if it could have contributed to the reported hyperglycemia. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.